Event description:
On 12/24/2007, the patient reported that the down button of his infusion device has been working intermittently and this has caused his blood glucose to be elevated as a result. He stated that, he does not believe he has been getting full bolus amounts. He stated that, the button does not appear to be physically damaged. He stated, his blood glucose has been in the upper 100 mg/dl to 250 mg/dl range and he feels thirsty, irritable, and has been urinating frequently. He stated that his normal blood glucose level is 135 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.